Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
A nurse reported that a patient experienced erosion with rectal bleeding.